Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a staged procedure, one resolute onyx des was implanted into the lcx. Coronary artery dissection occurred. A resolute onyx stent was implanted into the lcma - lad to treat the event. The patient recovered. The investigator assessed the event as not related to anti-platelet medication but probably related to the index device.